Event description:
Customer reported the blood glucose meter displayed an error message on (B)(6) 2015. She used a family member's meter and received a result of 210 mg/dl before she went to bed. On (B)(6) 2015 around 11:00 a.m., she attempted to use her meter and received another error message. She was unable to get a reading, and she passed out when she was attempting to take her medication. The paramedics arrived and tested her blood glucose 15 minutes later, and the result was 511 mg/dl. She was treated with a intravenous medication and admitted to the hospital for 24 hours for observation. The customer was using expired test strips (expiration date 12/31/2013). The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.